Manufacturer narrative:
(B)(4).insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer also stated that drive support cap was appeared to be normal. The customer was able to clear the alarm. The insulin pump was not exposed to the moisture field. The customer had declined e70 alarm in the history. The customer also stated that motor error was occurred more than once in the last 30 days. The insulin pump will be returned for analysis.